Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission and was called and brought into clinic for oversensing noise. There appeared to be noise that lined up simultaneously on the atrial sense, ventricular sense and discrimination channels. Technical services believed the occurrence not to be electromagnetic interference, rather, to be clavicular crush. Programming changes were made. Isometrics were performed. The patient had the implantable cardioverter defibrillator implanted on the left side. Some of the noise was recreated when the patient crossed arms and laid down on the right side. Some signal was noted on the atrial and ventricular bipolar channels but the device was not able to sense this signal. Laying on the left side was quiet. The patient will continue to be monitored. Atrial and right ventricular lead revision was discussed. There was no shock delivered but there were two anti-tachycardia pacing therapies delivered and two shocks that were aborted during charging. The patient was stable. Related manufacturer reference number: 2017865-2019-14848.